Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the capsule was ruptured. Additional information was received, the lens was implanted and removed during the initial procedure. The surgery was able to be completed on the same day without any complications. There was no patient harm.